Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 850mcg/day; lot unknown) via an implantable infusion pump. The indication for pump use was intractable spasticity. The patient had a routine pump replacement on (B)(6) 2016 after which the doctor kept the pump dosing the same. On (B)(6) 2016 the patient experienced overdose symptoms of lethargy and sleepiness and was hospitalized. The dose was decreased to 425mcg/day. Patient status as of 2016-02-08 was unknown. Additional information was requested regarding drug information, patient medical history, diagnostics performed, the cause of the overdose symptoms, and actions/interventions taken. A supplemental report will be submitted if additional information is received.